Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. The reported thrombosis is a known adverse patient event listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the lesion was not pre-dilated. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. It is unknown how the failure to pre-dilate the lesion may have contributed to the reported patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that post stent deployment in a left anterior descending calcified, moderately tortuous lesion, the 3.0 x 15 mm xience v had sub acute thrombosis. A second 3.5 x 18 mm stent was used as treatment. There was no reported adverse patient sequela. No additional information was provided.